Manufacturer narrative:
Result: the neuron 070 catheter is fractured approximately 6.0 cm from the distal tip, kinked approximately 64.0 cm from the hub, and kinked approximately 1.8 cm from the distal tip. The break site shows evidence of material deformation and stretching. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the neuron 070 catheter was damaged when it was removed from the packaging. Evaluation of the returned device confirmed a fracture in the distal shaft of the catheter approximately 6.0 cm from the distal tip. The catheter is also kinked approximately 64.0 cm from the hub and 1.8 cm from the distal tip. This type of damage occurs when the catheter is improperly removed from the packaging. The neuron delivery catheter 070 is packaged (B)(4) to prevent damage to the device during transportation and storage. In addition, the catheter is packaged with a mandrel in the distal tip to prevent damage to the tip of the device. It appears that the distal tip of the catheter may have been held down as the distal end was pulled from the shipping tube, causing the catheter to stretch and break in the distal shaft. The additional kinks in the device were not described in the complaint and were likely the result of handling during packaging for return. These devices are 100% visually inspected during packaging. All damaged products are rejected. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a procedure, the penumbra neuron 6f 070 delivery catheter was damaged when removed from its package. The tip of the catheter looked like it was hanging by a string.